Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
The complaint states that "cgm accuracy" was reported. On 08/14/2025, it was reported that the patient experienced hypoglycemia with circulatory collapse (loss of consciousness). The patient had to be taken to hospital by emergency doctor. Although the cgm was reported inaccurate, there were no bg nor cgmm values reported. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. The complaint states that "cgm accuracy" was reported. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced hypoglycemia with circulatory collapse (loc) and fell down. The wearable did not gave an alarm, for hypoglycemia. The patient had to be taken to hospital by emergency doctor. At the hospital the patient received a medical treatment but his daughter did not know what exact gave him, after a while the same day the patient recovered but doctors performed an EKG medical procedure and the patient was hospitalized for almost for 1,5 week for other issues he had. Although the cgm was reported inaccurate, there were no bg nor cgm values reported. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.